Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the guide for the orotracheal tube was very soft, and at the time of intubation it bended at an angle that made it difficult to direct the tube through the buccal cords. There was no reported patient outcome.